Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during a remote follow-up, the device was unable to communicate via merlin.net, unable to pair to the phone and mtx transmitter. It was also unable to interrogate with a merlin programmer. Premature battery depletion was suspected. Device replacement was discussed and will be scheduled at some point in the near future. Patient condition was stable.

Event description:
New information noted that the device was explanted and replaced on (B)(6) 2019. The patient's condition was stable throughout the procedure.

Manufacturer narrative:
Premature battery depletion and no communication was confirmed by analysis. X-ray showed foreign material consistent with a shaving from the spring insert, shorting the positive battery terminal to ground. The cause of the premature battery depletion was traced to a manufacturing anomaly.